Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that three months after case the patient was experiencing pain. After x-rays it was revealed that the tibial locking bar has come loose and worked its way out of the tibial plate and poly bearing and the patient was revised.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item 183904 lot 767180, item 3011630001-3 lot 840eag1904, item 3011630001-3 lot 840eag1904. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00870.

Event description:
It was reported that three months after case the patient was experiencing pain. After x-rays it was revealed that the tibial locking bar has come loose and worked its way out of the tibial plate and poly bearing.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11: item 185650, lot 978700; item 185212, lot 760120; item 141620, lot 915560; item 00597206535, lot 63615079; item 185211, lot 479690; item 141618, lot 667930; item 185263, lot 6611371; item 185423, lot 157670; item 185483, lot 856810; item 185463, lot 157930. This complaint was confirmed. Visual examination of the returned locking bar found cosmetic damages such as nicks and gouges. Device was submitted for further analysis. Analysis determined the features of the locking bar surface wear patterns align with the those reported in summary of visual analysis of tibial locking bars, showing contact marks that appear to stop short of the locking bar clasps fully engaged position and the locking bar clasps show little visible evidence that the clasp had locked into place against the medical tibial lug. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A nexgen patella (part 00597206535) was used with the vanguard 360/ssk system, which is not a compatible combination. However, this most likely did not contribute to the reported event. X-rays were provided and reviewed by a healthcare professional. Review found disassembly demonstrated by repositioning of the locking bar, resulting in minimal (if any) valgus orientation of the knee. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.